Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that the tfna nail broke. The patient's status, outcome, or consequences were unknown. This report is for one (1) tfna fem nail ø14 le 130° l400 timo15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: monument. Manufacturing date: 21-jul-2020. Expiration date: 01-jul-2030. Part number: 04.037.461s, 14mm/130 deg ti cann tfna 420mm/right-sterile. Lot number: 62p2697 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final rev f met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 59p6512. Production order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 44p9657. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 25-mar-2020 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna. Lot number: 52p5734. Production order traveler met all inspection acceptance criteria. Inspection sheet rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 44p9449. Inspection instruction met all inspection acceptance criteria. Certified test report and certificate of test supplied by perryman company dated 05-feb-2020 was reviewed and determined to be conforming. Lot summary report dated 25-feb-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.